Event description:
Clinical study. Same pt as: 2134265-2009-06004. It was reported that post a coronary artery drug eluting stenting treatment procedure, the pt experienced restenosis. The 95% stenosed de novo target lesion was 3.0mm long with a 15.0mm reference vessel diameter located in the distal right coronary artery (rca). During the index procedure, the lesion was predilated with an unk balloon and treated with the placement of an unk taxus express2 stent. Post-dilation with an unk stent delivery system balloon was performed and residual stenosis revealed 0%. The 75% stenosed target lesion was 3.0mm long with a 22.0mm reference vessel diameter located in the mid right coronary artery. The 95% stenosed target lesion was 2.50mm long with a 18.0mm reference vessel diameter located in the 3rd diagonal. It is indicated that restenosis occurred at an unspecified time post procedure in the rca. An intervention was performed but details of the lesion are unk. Add'l info has been requested but not received.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.